Event description:
It was reported that the patient had surgery on (B)(6) 2007. Patient slipped and heard a pop, radiograph showed the cap had become loose. The surgeon re- operated on (B)(6) 2007. The cap had been displaced approximately 1 cm, the cap was removed and replaced with a new cap. The tightening again could get the cap to pop loose, so the surgeon used an anti-torque and made sure the cap was fully inserted. The surgeon did not recall hearing a click sound during the first surgery, however he did hear a click on the surgery of (B)(6) 2007. When torquing, the anti-torque was 90-degrees rotated and not seated fully, so the cap popped out. There was a pop but when removing the anti-torque, the cap was on top and screw was fully tightened. During the surgery on (B)(6) 2007, the anti-torque was used correctly and locked the cap correctly. The revision surgery was about 30 minutes and done as outpatient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation was conducted. The report indicates that the patterns of wear on the locking cap suggest that it was cross threaded at the time of surgery. Cross threading is the only known potential cause of the locking cap disengagement and is described in the nfix surgical technique. No properly engaged locking cap has ever been shown to disengage in mechanical tests to failure. Based upon the analysis of the available implant and all other know behavior of the nfix device in mechanical testing, it can be reasonably concluded that the cause of the nfix locking cap device failure was due to surgical error in alignment of the locking cap at the time of surgery. Placeholder.

Event description:
A physician reported radiographic evidence of one disengaged locking cap. Surgeon re-operated to replace the disengaged locking cap. All other caps were checked and found to be secure. There is no other information available.

Manufacturer narrative:
The lot number provided is invalid, therefore a review of the device history record could not be completed.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosis